Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. During troubleshooting with tandem technical support, it was confirmed that the customer was able to eventually complete the load process and resume insulin, even though no additional information was provided. There was no adverse impact to the customer's blood glucose level.